Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Following identification of the reported issue, the representative reported that the pleora and cables for the unit were installed to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect cables have not been received by the manufacturer for evaluation. The suspect pleora has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while testing the imaging system, found that a frame grabber error was occurring on the viewing station of the imaging system. The reported issue occurred when observing the error logs of the imaging system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The analysis of the suspect pleora was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.